Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nwcpue4, serial/lot #: (B)(6), UDI#: (B)(4); product ID: opm660, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the entire nim setup does not work. Initially there was a problem with the cable from the stimulator ex tender, it had damaged pins and the stimulator was not working. The cable was replaced together with another stimulation box but the stimulator still did not work. And on the nim screen the error appeared: electro stimulator module failure: 0x00-st. There was no p atient involvement.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nwcpue4, serial/lot #: (B)(6), ubd: , UDI #: (B)(4) ; h6: previously applied code fdc d16 is no longer applicable. 2. Product ID: opm660, serial/lot #: (B)(4), ubd: , UDI #: (B)(4). H6: previously applied code fdc d16 is no longer applicable. Additional information received shows that there is no information to reasonably suggest that the devices in this report may have caused or contributed to a death or serious injury or that the devices in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, there was no other issue from nim apart from the error message. And only one stimulator extender was used in this event, did not try with another one.